Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak and migration was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 9.5mm occurred that was not included in the event as reported. The sac growth was discovered during a review of the 63 month post implant CT scan. The most likely causation for the type 1a endoleak was due to the neck being 8mm long, it should be greater than or equal to 15mm (off label neck). The migration is most likely anatomy related due to aortic remodeling. The final patient status was reported to be in stable condition following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Correction: b5: describe event or problem has been updated. G4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial implant, a type 1a endoleak with stent migration was identified. It was noted that the patient has stenosis in the renal area. The physician elected to treat with a suprarenal and an infrarenal stent grafts. The endoleak was resolved and the patient is in stable condition. Additional information: clinical assessment determined that there was evidence to reasonably suggest sac growth of 9.5mm occurred.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial implant, a type 1a endoleak with stent migration was identified. It was noted that the patient has stenosis in the renal area. The physician elected to treat with a suprarenal and an infrarenal stent grafts. The endoleak was resolved and the patient is in stable condition.